Event description:
It was reported that during a superion indirect decompression system implant procedure, during deployment the spacer was unable to deploy and the body of the spacer broke. It was noted that the patient had a short spinous process in which the second dilator backed off, causing additional pressure on the spacer. The entire spacer was removed and a new spacer was successfully implanted.

Event description:
It was reported that during a superion indirect decompression system implant procedure, during deployment the spacer was unable to deploy and the body of the spacer broke. It was noted that the patient had a short spinous process in which the second dilator backed off, causing additional pressure on the spacer. The entire spacer was removed and a new spacer was successfully implanted.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was partially sheared off from the implant body. This damage to the spacer indicates the break was due to the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.